Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 11 had broken/damaged components, 5 had loose components, 2 had worn components, 1 had a missing component, and 1 had a dirty component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 20 </noe> malfunction events, where it was reported the 5th wheel or brakes would not engage, or were difficult to engage. There was no patient involvement.